Event description:
A customer reported to beckman coulter that the coulter act diff hematology analyzer leaked approximately a drop of fluid at the probe. The leak was not contained within the instrument. The customer also reported that the instrument generated vacuum error messages when the leak was noticed. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but has an exposure control plan at the facility. No erroneous patient results were generated in connection with this event. Beckman coulter field service engineer (fse) found that the vacuum pump was not operating properly and the vacuum on the instrument was low. The fse replaced the vacuum pump. The instrument recovered vacuum and ran without any leaks or errors. The fse verified the repairs per established procedures.

Manufacturer narrative:
(B)(4).